Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator malfunctioned. No additional information is available regarding patient status, and or transfer to another unit. However, there was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The graphic user interface (gui) printed circuit board (pcb) was received for evaluation. A visual inspection was conducted and no anomalies were observed. The gui pcb was attached to a test ventilator for performance investigation and the ventilator was powered up. On review of the ventilator diagnostic logs no errors or alarms were observed. The ventilator was set on ventilation mode for a minimum of 24 hours without any errors or alarms generated. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.